Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the ultrasonic probe had kinks along the probe's cable unit, the probe tip was bent, and bubbles were present near the probe tip. No patients were involved.